Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned product confirmed the complaint; the punch sleeve is able to be removed from the punch. The cause is attributed to misuse and heavy usage. The lot code so2010627 indicates the instrument was manufactured in august of 2013 and is over 2 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While checking the tray to go out for a surgery, it was found that the sleeve over the tip of the punch comes off of the instrument.